Event description:
It was reported that the item was opened and allegedly a foreign object was noticed in the sterile packaging.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the item was opened and allegedly a foreign object was noticed in the sterile packaging.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Medical record review was not performed because it was reported that there was no delay in surgery, no medical intervention and no adverse consequences. The event was confirmed. Visual inspection confirmed that the foreign material is a piece cardboard. The investigation concluded that foreign material is a piece of cardboard. As the powder pouch was returned opened it cannot be determined if the cardboard was present within the outer pouch prior to opening of the pouch.